Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke when going to remove the vein from the leg. They didn't notice anything abnormal and it broke in the middle and no patient issues. Nothing fell into the patient. Nothing was left in the patient and they had to open a new kit to complete the case. There was a delay to change out devices. Per photo provided by the complainant, it is observed that a piece of the c-ring has broken off. It is observed that there is evidence of blood.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was also observed to be transected and melted down the center of the c-ring, no other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break-c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000413428 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.